Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.